Manufacturer narrative:
(B)(4). D10: item# 110024773; lot# 67038599. E1: full establishment name - (B)(6). G2: foreign - event occurred in colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the first stitch is inserted into the meniscus without incident; however, when trying to shoot from the black device it was noticed that moving it down and returning it was difficult. When the surgeon removed the tip to insert the second stitch, it was realized that the device never fired the first one. After trying to insert it from outside the patient, the black device with which it is fired was still too hard and never fired the harpoon. This happened with 2 units from the same lot, and a third unit from another lot was then used and it worked correctly. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned products identified four juggerstitch devices with the reported part/lot combination were returned. As it is unknown which devices are associated with this reported event, all four items were evaluated. Sample 1 has been cycled two times and there were no sutures or anchors returned with the device. The black button was cycled with no issues and the flexible sleeve is at the tip of the needle. There is some discoloration and debris on the flexible sleeve and needle as well. Sample 2 has been partially cycled, and samples 3 and 4 have been cycled completely one time. Both anchors and sutures remained in the needle for all three. There were no signs of flashing and the devices visually conform to the print. Cycled the black push button on all three items 1 time with no issues and both anchors and sutures were then deployed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.